Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue resolved with the replacement of the computer and main cart monitor. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the touchscreen did not work. There was no patient present when this issue was identified.